Event description:
The customer reported v60 ventilator would not run on ac power. Reportedly, the power switch led was not illuminated when the device was powered off and the ac power was connected. There was no patient harm reported. Patient information has been requested.

Manufacturer narrative:
Through follow-ups, customer indicated that they replaced a power supply and battery to address the reported problem. Unit is back in service.

Event description:
The customer reported v60 ventilator would not run on ac power. Reportedly, the power switch led was not illuminated when the device was powered off and the ac power was connected. The unit was in clinical use, but it was not connected to the patient at the time the reported issue was discovered. There was no patient harm reported. Patient information has been requested.